Event description:
The lay reporter/friend contacted lifescan (lfs) on september 25, 2006 alleging high readings on the patient's one touch ii meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In 2006, the patient experienced dizzy spells, and had a cold sweat, so he tested his blood glucose and obtained a reading of 90 mg/dl. The patient did not eat or drink anything after attempting to use the meter. The patient contacted his physician for advice and went to the hospital 10-30 minutes later. Reading on the physician's meter was 60 mg/dl at 2:00 pm. The reporter mentioned that the patient did ot receive any medical treatment at the hospital. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and how long he was experiencing the symptoms. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the patient did not have a check strip and did not have the correct vial of control solution. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported since the patient's symptoms and the other meter reading did not correlate with his meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.